Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(4) 2013, a 2.75 x 23 mm xience xpedition stent was implanted in the moderately tortuous distal right coronary artery (rca). Pre-dilatation and post-dilatation were both performed during the initial procedure. On (B)(6) 2016, the patient presented with chest pain. Angiography confirmed restenosis in the xience xpedition stent, which was treated with a 3.0 x 23 mm xience alpine stent. Additionally, two xience alpine stents were implanted in the proximal to mid rca de novo lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.